Event description:
Event was reported to caldera medical by an attorney. The patient suffers chronic pelvic and vaginal area pain, worsening urinary incontinence, frequency/urgency to urinate, urinary and vaginal infections, pain during intercourse, urine leakage, and abnormal vaginal discharge. No further information has been provided.